Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software inaccurately suspended insulin delivery. Customer's blood glucose was 150 mg/dl. Customer declined to further troubleshoot with tandem technical support.